Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the available information, the legal manufacturer determined there were no issues with the subject device. The probable cause of the failure is likely due to user error and the device being incorrectly connected. Per instructions for use, this may have prevented the event: review chapter 8, ¿installation and connection¿ thoroughly and prepare the instruments properly before inspection. If the equipment is not properly prepared before each use, equipment damage, patient and operator injury, and/or fire can occur.

Manufacturer narrative:
The reported problem was resolved through troubleshooting with the assistance of olympus technical support via the phone. The user informed olympus technical support the reported problem was resolved after reconnecting a component that had been possibly inadvertently disconnected. The investigation is in process. A supplemental report will be submitted with device evaluation results.

Event description:
The user facility reported to olympus, no color bars and no image displayed on the high definition liquid crystal display (lcd) monitor after the scope was connected. No patient involvement.